Event description:
During a knee arthroscopy, the pump started to increase the speed to the impeller. The pressure was set a 50 mmhg. There was no indication on the pump display that the pressure was much higher than 50 mmhg. The result was damage to the capsule and penetration of water in the thigh. This happened to two patients on the same day.